Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, to phrenic nerve stimulation was observed. Patient anatomy was suspected. The lead was explanted and replaced. Another lead was implanted successfully. No further information was reported.